Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the cuff roll (mushroom shaped balloon) was found on the balloon of the catheter prior to use.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), silicone temperature sensing foley catheter with the tamper evident seal, sample port connector and cut inlet tube. Visual inspection of the sample noted a burr on the balloon surface. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. The active length of the catheter balloon was measured (0.6700") and found to be within specification (0.6" to 0.9"). The measured french size of the catheter is 14fr. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use 1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. 2) lubricate the catheter shaft with the lubricant jelly. 3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck (when catheter with temperature-sensing is used, connect lead wire to monitor through extension cable or relay cable). 5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cuff roll (mushroom shaped balloon) was found on the balloon of the catheter prior to use.